Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that x-ray imaging revealed fracture of the t12 and l2 leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.